Manufacturer narrative:
Two catheters were returned for evaluation: catheter no. 1: catalog number 500-55112; serial no. (B)(4), msd serial no. (B)(4) 12/106cm, iddc 12/106cm. Catheter no. 2: catalog number 500-55112; serial no. (B)(4), msd serial no. (B)(4) 12/106cm, iddc 12/106cm. Visual inspection of both catheters confirmed no blood in the catheters, but the microscopic inspection confirmed the reported complaint of occlusion of the drug holes. Investigation is ongoing under an opened CAPA. On follow-up, the physician said the patient was doing well, and only impacted by the delay in opening and prepping 2 different catheters. The ekosonic mach4 endovascular device instructions for use, page 5., clearly state to prepare the catheters outside of the body by flushing them prior to placement in the patient. According to ekos' internal documentation, this event is not reportable, but complainant expressed his opinion that ekos should report it.

Event description:
The ekos sales rep reported that the physician tried flushing two catheters but the fluid was not beading correctly. The physician had to open 2 new devices for the case. Follow up from the ekos rep the next day: the patient was doing well and only impacted by the delay in prepping and opening 2 new catheters.